Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyece vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We made a visual inspection of the instrument. The broken part shows signs of forced fracture due to an overload. The fragments are missing. Additionally the main part of the bone punch shows visible damage. Furthermore we found unknown deposits. Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification, valid at the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard and DHR files a material defect or production error can be excluded. This kind of instrument is designed for delicate use only. We assume a mechanical overload situation as the causal factor. No CAPA is necessary.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: greece. It was reported that the foot was broken, there was a visible 2mm crack.